Event description:
I used the first test of the quickvue on saturday (B)(6) 2022, got a very faint but positive result. I took a flowflex a few minutes later and it was negative. I repeated the quickvue the following day (B)(6) 2022, the result was clearly visible this time it was positive. I followed with a pcr at a mobile unit (labq) the next day (monday (B)(6)) I got the result in 30 hours, it was negative. No additional comments. FDA safety report ID # (B)(4).